Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis of the device memory indicated a p-wave amplitude measurement issue, along with atrial undersensing information.

Event description:
It was reported that the atrial lead had intermittent atrial undersensing. It was noted that in recorded vt/vf (ventricular tachycardia/ventricular fibrillation) treated episodes it did not appear that intermittent atrial undersensing led to inappropriate vt/vf therapy as it appeared the patient received vt/vf therapy for true vt/vf. Additionally, the patient reported passing out on the day of the treated episodes. The patient was admitted to the hospital for an overnight stay due to the vt/vf treated episodes. The atrial lead's sensitivity was adjusted to prevent atrial undersensing moving forward. The lead remains in use. No patient complications have been reported as a result of this event.